Event description:
The reporter stated the injection tubing either separated at the connector or split lengthwise during injection. The reporter indicated that pressure never exceeded 900psi. There was no patient injury or treatment reported with this report.

Manufacturer narrative:
1275260 manufactured 02/2008. One sample was received with the tube wall blown open. The outer diameter and wall thickness of the tubing were measured and found to be within specification. During pressure testing, the tubing met 900psi specification. The device history was reviewed with no issue noted. Smiths was able to confirm the issue and determine the probable cause. It appears that the tubing was pressurized above specification during use. No additional action is necessary at this time. Smiths considers this MDR closed with this report.